Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. The patient was driving and had to pull over to call emergency services. The patient was transported to the hospital with reported symptoms of vomiting and feeling unwell. When the pod was removed from the infusion site (back), the pod's cannula was found bent and the pod was leaking. The patient was placed on an insulin and saline drip for treatment. The patient was discharged after two days,